Manufacturer narrative:
Two calibrations were performed on the day of the event. The first calibration had lower than expected calibration signals for one calibrator level. The second calibration recovered as expected for both calibrator levels. Quality controls were within range on the day of the event. The sample clotting time was too short and the centrifugation conditions were not performed according to tube manufacturer recommendations. Upon review of the alarm trace, 5 sample related alarms occurred on the day of the event. Precision studies were performed and were ok. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin I stat immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin I value of 2.1 ng/ml, which repeated as < 0.100 ng/ml accompanied by a data flag. The customer recalibrated the troponin I test and ran controls. The complained patient sample was repeated again, resulting in a value of 0.100 ng/ml. The troponin I reagent lot number was 52106001. The reagent expiration date was requested, but not provided.